Event description:
The complainant reported the patient was implanted with an impella cp device for mechanical circulatory support. After approximately 10 days of support, the impella was surgically removed and thrombus was detected. A fogarty procedure was performed at that time. The wound, subsequently, became infected at the site where impella was removed. The patient was treated with antibiotics. Since it had been some time since removal, the relationship was unclear. Additionally, a retroperitoneal hematoma was observed after removal. No treatment was performed, however, for the retroperitoneal hematoma. The patient treated with an intra-aortic balloon pump (iabp) after removal of the impella as mcs was still needed. Per the report, the patient survived the event. Additional information was received and clarified the following: the pump was explanted because hemodynamics had improved, and it was being replaced with an iabp. The pump was not removed due to retroperitoneal hematoma or infection. Regarding the retroperitoneal hematoma it is believed that it was confirmed through images. Regarding the thrombus, it appears that the only treatment performed was to remove it using a thrombus removal catheter.

Manufacturer narrative:
Patient-specific information a4. Weight is unknown at the time of this MDR writing. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the infection and thrombosis in order to make a cause determination, all of the clinical details would have to be provided. The cause unable to be determined due to insufficient clinical details. Regarding the retroperitoneal hemorrhage, the cause was unable to be determined as well due to insufficient clinical details.